Event description:
Reporter alleged the customer obtained a result of 40 mg/dl on the compact plus system while throwing up with other unspecified symptoms. Reporter stated she took the customer to the hospital and 45 minutes later, the hospital obtained a result of 700 mg/dl on their system. Reporter stated the customer was admitted to the ICU, given "infection medication", and humalog insulin. Reporter stated the customer was released about 6 days later and again back in the hospital for the second time 4 days after her release. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.